Event description:
It was reported that a gravity infusion took longer than expected with a one-link catheter extension set. The device was connected to a catheter and a primary baxter administration set. The expected duration of infusion was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.